Event description:
Information was received from a manufacture's representative via a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was unknown. It was reported the patient's pump was explanted and possibly infected. The pump was replaced and cultures were sent to find out if the pump was infected. The infection was unable to be confirmed at time of replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.